Event description:
A customer obtained erroneously elevated troponin (accu tni) results for one patient. A) the initial result was 0.60ng/ml and 0.29ng/ml upon repeat. B) the sample was tested on two different instruments and results were: 0.51, 0.27, and 0.17ng/ml. C) a second sample collected from this patient gave a result of 0.10ng/ml initially and 0.11ng/ml upon repeat. D) the results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The samples were collected in lithium heparin tubes and centrifuged in a stat spin centrifuge for 3 minutes. Per customer, qc has been recovering within the established ranges. The customer is not questioning any other results or assays. A field service engineer (fse) was dispatched: a) the fse performed a diagnostic testing and all portions passed within specifications. Although the customer stated that sample integrity was the likely cause for this event, no definitive root cause can be determined to date. A malfunction will be assumed for the purpose of this report.